Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) e1 - address 1 -(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported unable to upload the image during service and maintenance involving an olympus colonovideoscope. There was no patient injury reported.